Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported issues with charging the stimulator for about 3 weeks. Pt mentioned a few months ago, prior to the new year, the pt was notified the stimulator battery has moved around. During the call, pt started passive recharge mode (prm) with low-78 high 87-high initially then repositioned to show '92', confirming the numbers were fluctuating on the screen. Pt stated they had cycled through prm for a couple of hours prior to calling patient services. The issue was not resolved.